Event description:
The customer reported that the insulin pump alarmed during prime. The blood glucose reading was unknown. The customer did feel the device has been delivering more insulin while filling the reservoir. Troubleshooting was performed, and the drive support cap appears to be normal. Advised that the insulin would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.